Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the x-stage cover was moved, the motion calibration was performed, and the x-stage cover was then repaired and placed back onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while updating the application software on the imaging system, the system would not complete motion calibration. There was no patient present when this issue was identified. No additional information was provided.